Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of five of peritoneal dialysis therapy. During troubleshooting, it was discovered that a loose connection was observed between the supply line of the cassette and the supply bag. The patient stated they had disconnected from the homechoice. The technical service representative advised the patient to start over with new supplies or use manual supplies to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Upon conclusion of the investigation, the cause of the reported event was determined to be a loose connection. Should additional relevant information become available, a supplemental report will be submitted.